Manufacturer narrative:
(B)(4): evaluation, results: (severe calcification, tortuosity, and stenosis); (force applied to the device); (stent dislodgement); (stent). Conclusion: (severe calcification, tortuosity, and stenosis); (force applied to the device).

Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in to a pt. The target lesion, located in the lad was described as very tortuous, heavily calcified with 70-80% stenosis remaining after pre-dilation. It was reported that difficulties were encountered to get the pre-dilatation balloon catheter to target lesion due to the heavy calcification present in the vasculature. It was reported that the relevant stent dislodged after 5/6 attempts to cross the lesion using significant force. It was reported that the dislodged stent was removed from the body using a snare device and no health hazard was caused to the pt. No other clinical sequelae were reported. The physician commented that the dislodgement of the stent was caused by the severe calcification present to target lesion coupled with the significant force required during its attempted delivery.